Manufacturer narrative:
This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7, -10.5/2.0/093 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The lens was replaced with a same size, similar (sphere/cylinder/axis) lens lens due to excessive vault on (B)(6) 2021. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
H6- investigation type: 4110- lens work order search- no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
H3 - device evaluation: dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in micro-centrifuge vial, dry, residue on product. Visual inspection found haptic torn, bent, and deformed. Claim# (B)(4).